Manufacturer narrative:
No device deficiency reported. Phrenic nerve injury leading to diaphragmatic paralysis is a known potential adverse event for catheter ablation procedures disclosed in product labeling.

Event description:
During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, loss of diaphragmatic pacing capture occurred while ablating the right inferior pulmonary vein (ripv). The patient failed a sniff test performed after the procedure but has not reported any symptoms associated with the phrenic nerve injury.